Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that crossing difficulty occurred. The target lesion was located in the severely calcified left anterior descending artery. The 4.00mm x 12mm liberté stent was advanced to the lesion but was unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a liberte/veriflex stent delivery system (sds) with stent and a shelf box, product pouch and carrier tube (hoop). The batch number on the returned device and packaging matched the reported batch number. There was contrast in the inflation. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The shaft was kinked 20.5cm from the distal tip. The first two distal rows of stent struts were flared, overlapping and bent. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).